Event description:
It was stated that the customer was taken to the emergency room for high blood glucose. No blood glucose reading was reported. It was also stated that the insulin pump gave a no delivery alarm. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.